Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test. The fenestrated bipolar forceps (fbf) instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.054¿ - 0.139¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have thermal damage on the tip and scratches on the shaft. Charring was found on the jaws and wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage of the fbf instrument was identified before central processing. When the fbf instrument was used during the last procedure, the instrument was inspected prior to use with no issue. After the completion of the procedure, the instrument was inspected, but the customer did not notice any issue. There was no patient injury during the procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi has received the instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.